Event description:
It was reported that a patient experienced post-paced t wave oversensing on their implantable cardioverter defibrillator (ICD). The patient's ICD was reprogrammed, and they were stable post-procedure.